Manufacturer narrative:
After further review of additional information received the following sections g3, g6 ,h2, h3 and h6 have been updated accordingly. As reported, the 5mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used for inflation at the superficial femoral artery with occlusion; however, it ruptured at 12 atmospheric pressure (atm). It was removed from the patient¿s body. It was replaced with another same sized balloon catheter (non-cordis) and it was able to inflate the lesion. The procedure was completed. There was no reported patient injury. The device was opened in sterile field. This was an in-stent restenosis with occlusion case. The lesion was the left superficial femoral artery. The lesion was moderately calcified and had usual tortuosity. There was one hundred percent stenosis. The device was used for chronic total occlusion. A guiding sheath (5f, unknown) was made a contralateral approach from the right inguinal region. A guidewire (0.014, unknown) crossed the lesion. The patient had no infectious disease. The device was stored on the shelf in the cath lab, for approximately two weeks. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The product was returned for analysis. A non-sterile saber rx 5mm 25cm155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. No other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed coming from the proximal area of the balloon. Per sem analysis, results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82206170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis. A leakage was confirmed through analysis of the returned device as a rupture was noted on the balloon surface. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. It is likely vessel characteristics of moderate calcification, tortuosity and one hundred percent stenosis contributed to the reported event as evidenced by device analysis. The balloon material near the rupture, appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 82206170 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the 5mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used for inflation at the superficial femoral artery with occlusion; however, it ruptured at 12 atmospheric pressure (atm). It was removed from the patient¿s body. It was replaced with another same sized balloon catheter (non-cordis) and it was able to inflate the lesion. The procedure was completed. There was no reported patient injury. The device was opened in sterile field. This was an in-stent restenosis with occlusion case. The lesion was the left superficial femoral artery. A guiding sheath (5f, unknown) was made a contralateral approach from the right inguinal region. A guidewire (0.014, unknown) crossed the lesion. The patient had no infectious disease. The device was stored on the shelf in the cath lab, for approximately two weeks. The device was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The lesion was moderately calcified and had usual tortuosity. There was one hundred percent stenosis. The device was used for chronic total occlusion. The device is expected to be returned for analysis.